Event description:
It was reported that an ilet system was not charging properly, and a replacement charger was dispatched while the family was instructed to sync data so engineering logs could be reviewed to differentiate a charger issue from a device battery issue. Customer care provided support which included review of synchronized device data and engineering logs to assess charge behavior and battery performance. Investigation of this case revealed that confirmation of battery function versus charger fault remained pending contingent on log retrieval; the event was managed as a not charging issue related to the charger or the device power subsystem. No clinical symptoms and no alerts or alarms reported during the event. Outcomes included replacement charger shipped without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending data review.